Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage noted on the electronics assembly. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error and the up button was not functioning properly. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to water. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.